Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the suture would not release the stent and the guide catheter was unable to be retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in fine after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and slightly bent stent.

Manufacturer narrative:
(B)(4) (suture string would not release).a visual evaluation of the returned device revealed, the proximal end of the push catheter was kinked. The proximal end of the guide catheter was broken with the distal piece remaining inside the stent. The proximal piece of guide catheter was stretched. The stent was loaded on the distal broken piece of the guide catheter via the suture. The suture was found discolored. The stent was found slightly bent due to customer use of the device.a functional evaluation to deploy the stent could not be conducted due to the broken guide catheter. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.the device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.